Manufacturer narrative:
Examination of the returned instruments found the reported observation unconfirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon placed the cup on impactor handle. Then put cup in the patient and impacted. When the surgeon tried to loosen the cup from the impactor and the cup would not come off.